Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealing instrument would intermittently seal and cut. The site contacted intuitive surgical, inc. For technical support. According to the initial reporter, no error messages or codes were observed when the issues occurred. The technical support engineer recommended to the site to grasp the appropriate size tissue in the instrument grips to allow for proper seal and cut functions of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2014, the intuitive surgical, inc. (Isi) field service engineer contacted the site and spoke to the site's acting da vinci coordinator. According to the robotics coordinator, the surgeon who performed the surgical procedure uses the da vinci surgical system minimally once a month and that the reported issues experienced by the surgeon during the surgical procedure may have been use-error related. On (B)(4) 2014, isi contacted the initial reporter of this complaint. The initial reporter indicated that she was not present during the surgical procedure and that she was not able to provide any other details regarding the incident. Isi has reviewed the site's system log for the reported procedure date. It was discovered that during the surgical procedure, the site experienced multiple instances of system error code 32003. System error code 32003 occurs when the endowrist one vessel sealer instrument is unable to drive the cutting blade across the full range of travel during a cut command. This could be caused by a dirty vessel sealer instrument or when attempting to cut very thick and/or unsealed tissue. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.